Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens of diopter -6.5 into the patient's right eye (od) on (B)(6) 2023 . In a separate surgery that day the lens was exchanged with a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.